Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient is being treated for suspected ventricular assist device thrombosis as a result of high hemolysis numbers, the device logfiles have remained normal throughout the event, the patient was commenced on tirofiban as a precaution - the hospital plan to discontinue tirofiban as they are not sure the patient has a thrombus. No further information provided at this time.

Manufacturer narrative:
The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the event date were not available for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.